Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous heavily calcified de novo lesion in the mid left anterior descending coronary artery. Reportedly, a 3.0x15mm xience pro stent delivery system failed to cross and the shaft separated outside the patient. A 2.75x15mm xience pro device was used to successfully complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the mildly tortuous, heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Correction: additional information received stating that it was a 3.0x18mm xience pro used in this case, not a 3.0x15mm xience pro as originally reported. No additional information was provided.